Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok, up and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and cleaned it with a damp cloth. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 - the pump was returned to animas and evaluated by product analysis on (B)(4) 2012: testing confirmed intermittent responses to button presses on the 'ok', 'up', 'down' and 'contrast' buttons. No visible damage on the keypad cover which was removed to check condition of the button contacts. Contamination was present under the contacts of all buttons.